Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; patient 2; inratio: 1.4; lab: 2.5. Testing occurred within one hour of one another.